Event description:
On (B)(6) 2012, between 1730-1830, it was noted that 3.5 44mm bivona pediatric uncuffed tracheostomy tube had broken in half at juncture of neck of tracheostomy tube where it attaches to head where heat moisture exchanger was in place. No procedures were being performed at the time of incident. Tracheostomy tube had been inserted during routine tracheostomy tube change earlier in day. This was the third use for this particular tube. Emergency tracheostomy tube change was performed with same size tube inserted uneventfully.